Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump declared a cartridge change error. Customer's blood glucose level was 115 mg/dl. Customer reverted to mdi for insulin therapy.